Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: ¿precautions pelvisoft (tm) biomesh is for single-patient use only and is to be implanted surgically. If either the outer polyester/polyethylene pouch or the inner foil pouch has been perforated or torn in shipment or storage, then the enclosed pelvisoft (tm) biomesh should not be used. Pelvisoft (tm) biomesh should be hydrated or moist when the package is opened. Dehydrated or dry tissue should not be implanted." (B)(4).

Event description:
The patient's attorney alleged a deficiency against the device. Per additional information received, the patient has experienced bulging in posterior part of vagina, constipation, trouble moving bowels, vaginal apex prolapse, vaginal apex suspension to uterosacral ligament by suture ligation, repair of rectocele, vaginal extraperitoneal colpopexy, posterior colporrhaphy with sacrospinous fixation, scarring, placement of posterior mesh in the form of coloplast exair, exposure and excision of ethibond suture from left sulcus, gaping introitus, disruption of perineal body, posterior apical enterocyte, multiple surgical and non surgical interventions.